Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited oversensing of noise leading to inappropriate automatic mode switch episodes. The noise could not be reproduced with isometrics. No device intervention was performed and the patient will be monitored. The patient was stable.